Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-31. H6: investigation summary: one loose 3ml integra syringe was received. The sample was visually evaluated. The sample received did not have its needle attached and had been activated. The stopper nub, needle, and needle spring were not present inside the barrel. Since the sample received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure and leaked. The following information was provided by the initial reporter: consumer reported on a second syringe from this supply the syringe used did not retract but feels the needle did not provide the testosterone into the site and it ran down his leg.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure and leaked. The following information was provided by the initial reporter: consumer reported on a second syringe from this supply the syringe used did not retract but feels the needle did not provide the testosterone into the site and it ran down his leg.